Event description:
It was reported by the customer that when using the bd pyxis¿ es server, global find feature was not functioning properly across all stations. The customer mentioned that the station sat idle for a long time without generating the instance, could not find the information, and although the initial drug could be located, the process would not proceed further. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the fully qualified domain name (fqdn) configuration was incorrect and required updating. A technical support specialist verified the server configuration and confirmed that the new fully qualified domain name was cfusionesapp1.hosp.uhhg.org. All devices under clinton were synced to this updated fqdn. The customer confirmed that the issue was resolved after the update, and the ticket was closed. The system functioned as intended after the technical support specialist troubleshot the issue.